Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 298 mg/dl and a correction bolus was delivered via the pump to address the high bg. The bg level then dropped to 54 mg/dl and fruit was consumed to address the low bg. The customer did not know the cause of the fluctuating bg levels. However, the customer's healthcare provider informed the customer that due to the type of diabetes, the bg levels can be unpredictable.